Event description:
It was reported that the patient presented for in-clinic follow-up. An interrogation of the implantable cardioverter defibrillator revealed that the device was in backup operation due to magnetic resonance image (MRI) scan that was performed without appropriate programming. High voltage therapy was disabled during backup operation. The device was successfully reprogrammed. The patient was stable.